Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets kinked cannula event. The patient noticed the symptoms within 3 hours of insertion. Site where infusion set was inserted was abdomen. Blood glucose at the time of event was 360s mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.